Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device did not power on and was completely off, with the rss status displaying as offline. Nursing staff were unable to access medications from the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on and completely off. A field service engineer (fse) verified a station power issue and confirmed that the mains ac supply was operational. The issue was diagnosed as a failed half height drawer controller 2.2, which prevented the station from starting. The faulty drawer controller was replaced, and operation was tested in both the application and hardware test application diagnostics with no issues observed. The system functioned as intended after the field service engineer repaired the device.